Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after completing the fill cannula step in the fill tubing sequence, "the pump did not stop filling the cannula." Customer's blood glucose was 250 mg/dl. Reportedly, the customer successfully completed the load sequence and insulin delivery was resumed.